Event description:
Same case as: 2134265-2009-06958. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The 75-90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician used the 1.50mm rotalink system to successfully ablated the lesion 4-5 times with a maximum rotational speed of 220,000 rpm. It was noted that the physician continuously advanced and retracted the bur during rotation while maintaining continuous flush. When the rotablator system was removed from the lesion, resistance was encountered. It was noted under fluoroscopy that the floppy rtw guide wire fractured and remained inside the guide catheter. The rotalink system including the complete floppy rtw guide wire was removed from the pt. The physician used another of the same device to successfully complete the procedure. No pt complications were noted.

Manufacturer narrative:
(B)(6). The rotablator plus unit was returned connected together. It was noted on visual examination that the sheath and coil of the catheter unit was kinked 128mm from the strain relief. An attempt was made to insert a test guide wire into the rotablator plus device. The guide wire could not be loaded into the rotablator device due to the kinked/bent coil and sheath. The bur was microscopically examined and no issues were noted with the annulus of the bur. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).